Event description:
Approximately 10 minutes after treatment in the ear lobes with juvederm ultra the patient presented with itchiness on the neck. On hour post treatment, the patient experienced hives on the body and swelling along the jaw. The patient noted to the physician that the same reactions were experienced by the patient after eating a "dip" several months earlier. The physician diagnosed the symptoms as a systematic and anaphylactic reaction, and arranged transportation for the patient to the emergency room. The physician prescribed oral benadryl and used topical lotion on the neck. The physician will provide update with the emergency room report.